Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmissions revealed noise on the atrial and right ventricular (rv) leads. No changes or interventions were reported. There were no patient consequences.